Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2016-00242.

Event description:
Allegedly the patient was revised due to tib bases appearing to be loose on film. Surgeon removed tib bases, reamed, and fit new tib bases with stems.